Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve with aortic insufficiency, four deployment attempts were made. However, on each deployment attempt, the valve dislodged into the left ventricle due to a lack of calcification. The system was withdrawn from the patient and a non-medtronic valve was subsequently implanted. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.